Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), device dislocation ("migration of essure device location of device: do not recall") and pelvic pain ("persistent pelvic pain/ pelvis pain") in an adult female patient who had essure (ess205) (batch no. 12277203) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection, kidney stones, parity 6 and premature delivery. Concurrent conditions included bronchitis, anemia and abdominal pain. Concomitant products included azithromycin, cilest (ortho tri-cyclen), ibuprofen (motrin), ketorolac tromethamine (toradol) and oxycocet (percocet). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and urinary tract infection ("uti"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue and urinary tract infection outcome was unknown and the pelvic pain had not resolved. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, fatigue, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2005, insertion details, both the left and right tubal ostia were seen without difficulty. The left tubal ostia was then cannulized with the essure device without difficulty. Three rings noted at the termination of the procedure. The right tubal ostia then cannulized also without difficulty and approximately either 2 or 3 rings were left exposed. On (B)(6) 2010, lumbar spine x-ray, bilateral fallopian tube devices were present. On (B)(6) 2012, x-ray of hip, essure coils were noted in the true pelvis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal haemorrhage, urinary tract infection. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history, concomitant medicine and lab data updated. Essure lot number was added. Event pelvis pain were clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, fatigue, urinary tract infection, device dislocation, ectopic pregnancy with contraceptive device were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), device dislocation ("migration of essure device location of device: do not recall") and pelvic pain ("persistent pelvic pain/ pelvis pain") in an adult female patient who had essure (ess205) (batch no. 12277203invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection, kidney stones, parity 6 and premature delivery. Concurrent conditions included bronchitis, anemia and abdominal pain. Concomitant products included azithromycin, cilest (ortho tri-cyclen), ibuprofen (motrin), ketorolac tromethamine (toradol) and oxycocet (percocet). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), urinary tract infection ("uti"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, urinary tract infection, cystitis and vaginal infection had not resolved. The reporter considered cystitis, device dislocation, ectopic pregnancy with contraceptive device, fatigue, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2005, insertion details, both the left and right tubal ostia were seen without difficulty. The left tubal ostia was then cannulized with the essure device without difficulty. Three rings noted at the termination of the procedure. The right tubal ostia then cannulized also without difficulty and approximately either 2 or 3 rings were left exposed. On (B)(6) 2010, lumbar spine x-ray, bilateral fallopian tube devices were present. On (B)(6) 2012, x-ray of hip, essure coils were noted in the true pelvis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal haemorrhage, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical problem update. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), device dislocation ("migration of essure device location of device: do not recall") and pelvic pain ("persistent pelvic pain/ pelvis pain") in an adult female patient who had essure (ess205) (batch no. 12277203 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection, kidney stones, parity 6 and premature delivery. Concurrent conditions included bronchitis, anemia and abdominal pain. Concomitant products included azithromycin, cilest (ortho tri-cyclen), ibuprofen (motrin), ketorolac tromethamine (toradol) and oxycocet (percocet). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), urinary tract infection ("uti"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), depression ("depression"), anxiety ("mental anguish") and anaemia ("anemia."). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, urinary tract infection, cystitis and vaginal infection had not resolved and the depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, cystitis, depression, device dislocation, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2005, insertion details, both the left and right tubal ostia were seen without difficulty. The left tubal ostia was then cannulized with the essure device without difficulty. Three rings noted at the termination of the procedure. The right tubal ostia then cannulized also without difficulty and approximately either 2 or 3 rings were left exposed. On (B)(6) 2010, lumbar spine x-ray, bilateral fallopian tube devices were present. On (B)(6) 2012, x-ray of hip, essure coils were noted in the true pelvis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal haemorrhage, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet- events depression and mental anguish and anemia were added. Event infection replaced with urinary tract infection. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)"), device dislocation ("migration of essure device location of device: do not recall") and pelvic pain ("persistent pelvic pain/ pelvis pain") in an adult female patient who had essure (ess205) (batch no. 12277203invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection, kidney stones, parity 6 and premature delivery. Concurrent conditions included bronchitis, anemia and abdominal pain. Concomitant products included azithromycin, cilest (ortho tri-cyclen), ibuprofen (motrin), ketorolac tromethamine (toradol) and oxycocet (percocet). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2005, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), urinary tract infection ("uti"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, urinary tract infection, cystitis and vaginal infection had not resolved. The reporter considered cystitis, device dislocation, ectopic pregnancy with contraceptive device, fatigue, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results: on (B)(6) 2005, insertion details, both the left and right tubal ostia were seen without difficulty. The left tubal ostia was then cannulized with the essure device without difficulty. Three rings noted at the termination of the procedure. The right tubal ostia then cannulized also without difficulty and approximately either 2 or 3 rings were left exposed. On (B)(6) 2010, lumbar spine x-ray, bilateral fallopian tube devices were present. On (B)(6) 2012, x-ray of hip, essure coils were noted in the true pelvis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: vaginal haemorrhage, urinary tract infection. Most recent follow-up information incorporated above includes: on 3-jul-2018: added events infection (bladder/ vaginal). Added onset date of events and outcome of all events were updated. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.